Event description:
Procedure being preformed: eus. Needle would not come out of sheath. Handle of sharkcore device seems frozen. This device was removed and we opened a new sharkcore device with different lot #.